Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the y received a power error detected alarm. The customer's blood glucose level was unknown. The power error detected alarm occurred 8 times on (B)(6) 2017. They got a new battery cap. The customer also reported that they received an insulin flow blocked alarm. The event was resolved by changing the complete infusion and reservoir set. The customer reported that the cannula had little bubbles. Troubleshooting was performed and insulin exited without incident. The customer was advised to monitor the insulin pump and to call back if any issue occurs. The product will not be returned for analysis.